Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that after the patient had a PICC implanted, esophageal cancer operation was performed and azygos vein was clipped. After that the medicine was attempted to be administered using the catheter, it was found that the catheter was occluded. Therefore, the physician tried to remove the device, but could not remove easily and the device was pulled out. When the x-ray examination was performed and revealed that the catheter was broken due to clipping the catheter and the distal catheter segment migrated to the azygos vein. The distal catheter segment was removed from the patient¿s body. There was no reported patient injury.